Event description:
A report was received form the USA stating that an 840 ventilator experienced a malfunction during patient use. The customer reported that while ventilating an inoperative alarm was displayed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer states that he performed calibrations and the extended self-test (est) and ran the ventilator on a test lung. The customer then reported replacing the proportional solenoid (psol) and ran the performance verification test (pvt). All tests passed. Covidien was not authorized to evaluate the device. (B)(4).